Manufacturer narrative:
Results: the pet lock was broken and the pull wire was retracted out of the hypotube on the proximal end of the pusher assembly. The pusher assembly was kinked throughout its length. The embolization coil was detached from the pusher assembly and not returned for evaluation, and the distal end of the pull wire was retracted out of the distal detachment tip (ddt). Conclusions: evaluation of the returned devices revealed that the penumbra smart coil (smart coil) pet lock was broken and the embolization coil was detached. A broken pet lock indicates that a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the coil with a handle. The returned handle passed for functional specifications when tested on the handle fixture. Since the handle functioned as intended during functional testing, and since the broken pet lock and detached embolization coil indicated that the smart coil detached as intended, the root cause of the reported detachment issues could not be determined. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-02142.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery to treat a ruptured aneurysm using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed a smart coil into the target vessel but encountered "detachment issues" using the handle. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient. Please note that the manufacturer has requested additional information from the hospital; however, the hospital is not providing the information.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow up report and is being corrected on this follow-up #02 MFR report:3005168196-2017-02143. Date received by manufacturer. This report is associated with MFR report number: 1. 3005168196-2017-02142.